Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported his reason for calling is because he had to turn his interstim off for an unrelated operation, and when he tried to turn the interstim back on, por-power on reset appeared on the patient programmer (pp)'s screen. There was no symptom reported. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the circumstances that led to the por was the patient had to have their heart shocked to treat atrial fibrillation. The implant was turned off, they got the shock and then the implant would not turn back on and showed por. The patient called their doctor and the device was turned back on. There was no symptom reported. There were no further symptoms or complications reported or anticipated.